Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our polish affiliates via the tavi registry, approximately 2 years post implant of a 23mm sapien 3 valve that was implanted within a non-edwards valve, which resulted in a very narrow internal diameter (mean diameter: 19.7mm; perimeter: 62mm), the valve showed stenosis with an invasive gradient of 44 mmhg, svd stage 2 (moderate hemodynamic svd), underexpansion and leaflet fibrosis/calcification, causing nhya class iii and dyspnea. The patient was considered for a tavi-in-tavi-in-tavi procedure. A valve in valve procedure was indicated but it was unknown if it was performed.

Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). In this case, the complaint for calcification was empirically confirmed. Available information suggests that patient factors (diabetes mellitus, renal insufficiency/failure) likely contributed to the event as patient's medical history revealed diabetes mellitus type 2, renal insufficiency/failure (ckd, egfr < 30 ml/min) and metastatic renal cancer. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.